Event description:
Related manufacturer report number: 1627487-2024-00006, 1627487-2024-00003.it was reported that the patient experienced a triple drg lead migration. Surgical intervention was undertaken on (B)(6) 2023 wherein 3 of the patient's drg leads were explanted and therapy was restored on the patient's remaining t12 lead.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of lead explant was reported to abbott. The patient experienced a triple drg lead migration. Surgical intervention was undertaken wherein three of the patient's drg leads were explanted and therapy was restored on the patient's remaining t12 lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.